Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "volumetric fail" was confirmed. The device was inspected per flow accuracy testing and over-delivered with 5.58% error. The event history log review was performed and found the infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel requires to calibrate to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had volumetric fail during testing in the biomedical service department. There was no patient involvement. No additional information is available.